Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information at time of MDR filing.

Event description:
The hospital reported the unit shutdown during a case. There was no report of patient injury.

Manufacturer narrative:
The customer decided to replace the machine and declined ge healthcare repair service. No patient information after calls to customer 02/27/20, 03/12/20, and 03/19/20.